Event description:
It was reported in 2009 that the patient received inappropriate shock due to double counting. Five days later, inadequate sensing and impedance was observed. A loss of capture was also noted. X-ray revealed lead dislodgement. The lead was explanted, and will not be returned for analysis.